Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional and consumer reported via the manufacturer representative that initially the device worked post-implant, but at some point the stimulation changed and she quit using it. The patient reported having less than 50% relief. The lead tips were initially placed in the cervical spine; however, x-rays taken indicate the leads were at approximately t5 in the thoracic spine. Interventions/actions taken to resolve the issue included full system explant. During explant, it was identified that the lead slid back through the anchor for both leads; the tips of the leads were in the anchors and no longer in the epidural space. The healthcare professional held up the lead and there was no traction of the anchor on the lead, allowing the lead to move forward and backward within the anchor. It appeared that the suture was no tied very securely, per the healthcare professional. It was noted that the anchors appeared to be titan anchors. No outcome was reported for this event; the issue was not resolved at the time of report. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included complex reg pain syndrome type I.